Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
On (B)(6) 2015 a lateral procedure was being done at (B)(6) hospital, performed by dr b)(6). Dr (B)(6) was using an instrument to prepare the disc space. He observed some bleeding, more than normal and stopped the procedure. Dr (B)(6) did continue to address the bleeding and gained control of the surgery. He did not continue with the lateral procedure.